Event description:
A customer contacted beckman coulter inc., (bec), and reported they encountered cuvette not dry and reaction wheel temperature error, and they noted a leaking probe on the unicel dxc 600i instrument . Customer indicated the reagent probe fittings and syringe were secure. The customer was wearing a lab coat and gloves. No injuries were sustained by any lab personnel. The operator was not seeking medical attention. The material safety data sheet (msds) was not reviewed and the facility does have a risk management plan. Hazmat was not called. The customer does not know how much di (deionized) water had leaked from the reagent probe b. The customer does not know how the spill was cleaned up. Customer stated that the leak happened when running qc and patient results were not affected. There was no death or serious injury requiring medical treatment associated with this incident.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 to the customer site. The fse examined and tested the instrument, primed the system 10 times, but could not reproduce the leak. The fse performed alignments and wash procedures; noted cuvette #8 full of fluid at completion of all testing. The fse removed and replaced the wash valve v2, re-routed reagent probe tubing due to fluid lines getting hung up on each other. The fse ran reagent probe level sense test which passed. Service activity performed was verified to meet the specified requirements per established procedures. Issue was resolved through routine service call. Root cause of this event is the wash valve. (B)(4).